Event description:
We noticed during the use of the zoll AED plus unit manufactured by zoll medical, that the zoll AED plus does not recognize the external motion during pt ECG analyze; so if we conducted CPR or ambulance car is moving on a raff road during ECG analysis, -this can be simulated by tapping on electrodes will placed on the chest-, the zoll AED plus will missy interpret the heart's normal rhythm of the pt to advice for a shock as it's a vf pt, this is very dangerous and could be seriously harmful by giving people a shock were they do not need a shock. Could you please try this and investigate on the seriously subject. Dates of use: 2009.